Event description:
Per a communication with invacare (B)(4), the armpad upholstery has split and the seat upholstery is cracking along the edges. The unit was scrapped. This item was received into invacare (B)(4) on 04/15/2016. Seat and back upholstery coming apart.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Seat and back upholstery coming apart.